Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized with hyperglycemia, with a blood glucose reading of 221 mg/dl. The official cause of hospitalization was for diabetes management. The insulin pump trainer stated that the insulin pump was unrelated to the hospitalization and the customer's last blood glucose reading was 110 mg/dl. The insulin pump trainer also stated that some of the buttons were intermittently unresponsive. Nothing further was reported.